Event description:
On (B)(6) 2009, a distributor reported a problem where the analyzer reports high cohb results on normal blood samples when they run a "co-ox only" panel.

Manufacturer narrative:
Based on information received (B)(6) 2009 and further investigation, it was revealed that the cause for this incident was the result of a software anomaly. The software makes an incorrect assumption that co-ox analysis does not have to run unless cthb is a reportable parameter. Investigations have revealed that if, during patient sample measurement, the total hemoglobin (thb) parameter is not selected for reporting then any results reported for the fractional hemoglobin parameters (so2, f02hb, fcohb, fmethb and fhhb) will be values taken from a prior measurement and not associated with the current patient measurement. This prior measurement may be from another patient sample or a quality control sample depending on what type of measurement was performed by the system immediately prior to the patient sample in question. The corrective action was a software modification to resolve the issue which will be provided to users through a mandatory software upgrade. Affected units will be upgraded to software version 1.35. A recall number has not yet been assigned by FDA. The number documented by sendx in the recall notification to FDA is (B)(4).